Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the patient could not read or see at a distance. The visual acuity was considered sub-optimal. The lens was exchanged for a different model six weeks after initial implantation. Additional information was requested.

Manufacturer narrative:
The sample device was not returned for investigation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
In a follow up, a corneal specialist reported that the patient had blurry vision and noted halos in vision after having the iol implanted. He indicated that the patient could not adjust to the lens. The surgeon reported that the event resolved after the iol exchange procedure.